Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Received (5) photo samples. The image provides an overall view of the catheter. A closer view of the catheter balloon is shown with the deflated catheter balloon. A closer view of the catheter balloon is shown. The catheter balloon tip appears deflated. The photo displays the inflation valve with the cap securely attached with (pcn 119314) and the verified lot number (ngjy4784). The final image shows a sticky note with identifying information. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive. Product labelling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted on (B)(6) and it was spontaneously removed on (B)(6). From the intensive care unit.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Received (5) photo samples. The image provides an overall view of the catheter. A closer view of the catheter balloon is shown with the deflated catheter balloon. A closer view of the catheter balloon is shown. The catheter balloon tip appears deflated. The photo displays the inflation valve with the cap securely attached with (pcn 119314) and the verified lot number (ngjy4784). The final image shows a sticky note with identifying information. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Functional: received 1 all silicone temp sensing foley catheter with sample port connector. Visual inspection noted no obvious observations. This sample was tested for "deflation due to trauma." Using the in house luer lock syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water). Upon inflation leaks present at trifurcation site due to pinhole measuring 0.013in. This does not meet specification per which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12182448. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted on (B)(6) and it was spontaneously removed on (B)(6). From the intensive care unit.

Event description:
It was reported that the foley catheter was inserted on november 1st and it was spontaneously removed on november 4th. From the intensive care unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.